Event description:
It was reported to boston scientific corporation that when the physician attempted to place the polaris loop ureteral stent, the loop of the stent tore easily, outside the patient. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(4). The complainant reported that the device was not used past the expiration date.

Manufacturer narrative:
The returned stent was received in its original pouch: (B)(4); lot 14576794. Related fields have been updated accordingly, from (B)(4); lot unknown. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris loop ureteral stent revealed that the loop of the device was torn three centimeters from the bonding section. The suture was not returned with the device. Based on the event information and the product analysis, it is possible that during unpacking/preparation, the device was handled improperly, causing the loop damage.

Event description:
It was reported to boston scientific corporation that when the physician attempted to place the polaris loop ureteral stent, the loop of the stent tore easily, outside the patient. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."